Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient called their clinic and stated they wanted to commit suicide. The patient stated that manufacturer representative (rep) told him that his device does not work properly because it was implanted wrong. No further complications were reported/anticipated. Additional information was received from the healthcare provider (hcp). It was reported that the patient was referred to mental health services for additional care. No further complications were reported/anticipated.